Event description:
It was reported during implant procedure that the atrial lead helix did not screw and unscrew properly. The left ventricular lead was perforated by the guidewire. The leads were not used. There were no patient consequences.